Event description:
It was reported that the patient experienced a pulmonary embolism. A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2014 a pulmonary embolism was observed. No further patient complications were reported.